Manufacturer narrative:
A request was made to have the device returned for analysis. Boston scientific crm will update this event should additional information become available.

Event description:
Boston scientific crm received information that this pacemaker battery depleted in less than 2 years. It was noted that the threshold measurements were good and the patient only paced 60 percent in the atrium and 3 percent in the ventricle. Subsequently, the device was explanted and replaced.